Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Customer reported patient with macrostriae in the right eye. A flap lift and rinse was performed. An oral steroid was not prescribed. Topical steroid dosage was not increased. Patient did not experience a loss of best corrected visual acuity. Pre-op bcva was 20/20 in both eyes.